Manufacturer narrative:
B3 (date of event) and b5 (describe event or problem) were updated. The reported complaint of a leak on the icy catheter (lot 186502) was confirmed during functional testing. A bonding leak was observed at the proximal end of the medial balloon during functional pressure leak test. The probable root cause of the reported complaint could be a latent defect in the bond. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Blood residue was observed in the luered tubings. Functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at the proximal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 186502.

Event description:
The patient's body temperature at the initiation of cooling was 38°c. Cooling was started at around 1800 and the issue was noted at 0630 the next day as the patient was unstable. The saline bag was noted to be nearly empty. The fluid bag had no issues until that exact moment when the console stopped working and recorded air in line. The thermogard xp ivtm system was stopped as soon as they noticed. (B)(6) aspirated the lines to check for blood / fluid to see if the balloon had burst, whilst the doctors were present. A balloon rupture is suspected in the icy catheter (lot 186502). Another line was not inserted. The catheter was removed by the day team. No harm to the patient. Prior to the catheter leak, on assessment of the patient, the red pinwheel of the start-up kit (suk) (lot unknown) was not rotating. No issue with the catheter was noted at the time. There was kaltostat (alginate dressing) on top of the line, under the dressing, as the patient was bleeding a lot. (B)(6) noted that one of the tubes of the suk was trapped in the lid. After adjusting the tube to free it up, the suk worked fine and the pinwheel was spinning all night, until the console was stopped around 0630 due to the catheter leak. The customer also reported that during the therapy prior to the catheter leak, the first thermogard xp ivtm system (sn unknown) stopped working and a second console was used to continue treatment. Please see the following related MFR report: MFR #3010617000-2023-01063 for the thermogard xp ivtm system.

Event description:
The customer reported the saline bag was noted to be nearly empty. The thermogard xp ivtm system was stopped as soon as they noticed, and the icy catheter (lot unknown) was removed. A balloon rupture is suspected. Another line was not inserted. No additional information was provided. No harm to the patient.

Manufacturer narrative:
Zoll has not received the icy catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.